Manufacturer narrative:
Although the exact patient age is not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4): stent migrated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in (B)(6) 2012 (exact date not provided) for treatment of a mid-lower esophageal malignant stricture. Following the stent placement, the patient underwent chemotherapy treatments which caused the tumor to reduce in size. On (B)(6) 2012, the stent was noted to have migrated into the patient's stomach. The physician removed the stent from the patient without issues. The stricture was noted to have resolved and no further intervention was performed. The patient was reported to be fine following the stent removal.